Event description:
It was reported to nova biomedical that a consumer received a result of 381 mg/dl on their blood glucose meter. The consumer administered 25 units of insulin based on that result, then returned to bed. According to his wife, two hours later, the consumer got up to make breakfast and had a hypoglycemic event which did require medical intervention; the paramedics tested the consumer on their unk blood glucose meter getting a result of 54 mg/dl. The paramedics gave the consumer emergent food to help raise his blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer improperly stores their test strips, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. Meter and test strips in question will be returned for evaluation.